Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 90% stenosed lesion being treated was located in the moderately tortuous distal right coronary artery. The physician advanced a mm x 2.25mm nc quantum apex mr balloon catheter to the target lesion. Upon the first inflation at 18atms the balloon ruptured. The device was successfully removed and the procedure was completed with a different device. No complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 90% stenosed lesion being treated was located in the moderately tortuous distal right coronary artery. The physician advanced a mm x 2.25mm nc quantum apex mr balloon catheter to the target lesion. Upon the first inflation at 18atms the balloon ruptured. The device was successfully removed and the procedure was completed with a different device. No complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by MFR: there was blood and contrast in the balloon and inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall aligned with the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).